Event description:
A 7-mm basilar aneyurysm was first treated with a micrus spherical framing coil. The second coil used was a microvention 5-mm x 15-cm hes -14 coil. During delivery of the hes-14 coil, there was considereable repositioning by the physician. The coil detached prematurely and was removed with a syringe/vacuum. The procedure was successful continued with three additional hes coils. There were no patient complications.